Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
It was reported that the touchscreen display was unresponsive. The customer tried using the wake button and the touchscreen several time with no success. No impact to customers' blood glucose level.